Event description:
It was reported that the ICD and lead were explanted due to t-wave oversensing. Repositioning of the lead had been unsuccessful in multiple locations and it sustained helix damage. No patient complications were reported as a result of this event.